Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the adhesive peeling and the probe unit loose with cuts on the rubber likely occurred from external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. Further inspection of the returned device found the electric connector leaking. The bending section rubber was found chipped. The light guide lens was noted to cracked. The image was noted be flickering due to fluid invasion. In addition, fluid was noted in the scope¿s connector and ultra sound connector. A cut was observed on the scope¿s camera switch. The control knob movement was checked and found the lever bent. The scope¿s chip ID showed 230 total uses. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the video image did not display. It is unknown if the intended procedure was completed. There was no patient injury reported. The device was returned for evaluation and found the adhesive peeling on the forceps cover as well as the probe unit loose with cuts on the rubber. This report is being submitted for the malfunction found during device evaluation.